Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 477 mg/dl. Prior to the event, the customer had experienced high blood glucose levels for (B)(6). The customer stated that her blood glucose levels were over 600 mg/dl. The customer changed her infusion set and gave herself a manual injection, but her blood glucose levels did not come down as much as she though they should have. The customer stated that the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.